Event description:
The patient's mother called animas on (B)(6) 2012 reporting that the patient has been having blood glucose excursions. The patient received a replacement pump while at diabetes camp and since the patient left the camp the patient's blood glucose levels have been ranging between 200 and 400 mg/dl during the night and early in the morning. During the day the patient's blood glucose level comes down to the 20 mg/dl range. She denies the patient had ketones, abdominal cramps, shortness of breath or chest pain but did say that the patient had frequent urination and became very irritable. The patient woke up with a result of 480 mg/dl in the morning but did not have ketones. Her mother started a new vial of insulin when the patient got home from camp. The patient's mother felt the patient was eating correctly, counting carbohydrates correctly and the hcp has been adjusting the basal rate since the patient got home from diabetes camp. The reporter denies that the patient was getting ill but says the patient was stressed from starting school. She also mentioned that the patient was having a growth spurt. It was also noted that the patient's hcp was changing the patient's insulin delivery regime. The pump's history was correct and there were no reported associated alarms. The cannula was not bent. This complaint is being reported as the patient received a new pump and experienced symptoms that may be indicative of hyperglycemia while on pump therapy.

Manufacturer narrative:
There was no alleged product malfunction and the pump will not be returned to animas for evaluation. This complaint is being reported as the patient allegedly suffered blood glucose excursions while on pump therapy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery or functional defects were found with the returned pump. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. There were no pump conditions or alarms representing a malfunction recorded in black box or alarm history, only typical usage alarms and warnings were observed. Review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient. The black box for time of the original complaint has been overwritten and is no longer available for investigation due to continued patient use of the pump. Unrelated to this complaint, the contrast, up and down keys are intermittently responsive. The keypad was lifting and contamination was present under all contacts.